Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient experienced ongoing pain over the hip region following primary tha. The surgeon found unusual soft tissue in the joint when he opened the hip up.